Event description:
It was reported that the needle of the bd¿ tuberculin syringe with the bd precisionglide¿ detachable needle separated from the syringe during use. The following information was provided by the initial reporter: "complaint: it was reported that 1ml tuberculin syringe 27gx1/2 slip tip a user facility¿s clinic manager reported that the needle came off of the syringe causing a clean needle stick... (B)(6) 2023 date of event: (B)(6) 2023. - what was the person¿s outcome after having clean needle stick injury? Minor first aid. - was there any medical intervention due to this event? Bandaid."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle of the bd¿ tuberculin syringe with the bd precisionglide¿ detachable needle separated from the syringe during use. The following information was provided by the initial reporter: "complaint: it was reported that 1ml tuberculin syringe 27gx1/2 slip tip a user facility¿s clinic manager reported that the needle came off of the syringe causing a clean needle stick... 21aug2023 date of event: 8/8/2023 what was the person¿s outcome after having clean needle stick injury? Minor first aid was there any medical intervention due to this event? Bandaid".